Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced foreign matter on the device tubing withing the fluid path. The following information was provided by the initial reporter. The customer stated: one of the wards has found a contaminated vacutainer set. There is a brown substance along the tubing, none of the other sets from the box are affected although we have kept what is left of the box to one side.

Manufacturer narrative:
Investigation summary: bd received 2 customer photos for evaluation. The photos were evaluated and the indicated failure mode of foreign matter was observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure with the photos received. The root cause of the foreign matter on the tubing (burnt tubing) would have come from the tubing supplier. Awareness of this complaint will be created with the supplier. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced foreign matter on the device tubing within the fluid path. The following information was provided by the initial reporter. The customer stated: one of the wards has found a contaminated vacutainer set. There is a brown substance along the tubing, none of the other sets from the box are affected although we have kept what is left of the box to one side.